Event description:
It was reported that the patient was experiencing difficulty charging the implantable pulse generator (ipg). The patient underwent an implantable pulse generator (ipg) repositioning procedure. The patient was doing fine postoperatively with no complications.